Event description:
A report was received that the pt was suffering from back spasms, chest pain which caused difficulty breathing. The physician's assessment confirmed the pt had a dura puncture which was treated by blood patch. The csf leak has cleared up and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.